Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the battery cap could not be removed from the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 12/07/2015-product analysis: the device was returned and evaluated by product analysis on 11/24/2015 with the following findings: a battery compartment crack was observed; the battery compartment threads were damaged. The returned battery cap threads were damaged and the cap could not attach properly to the pump. The returned battery cap contact height was out of specification. The cap top was damaged.